Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in a moderately tortuous segment of the proximal lad. The lesion was pre-dilated with a scoring balloon, and the affected device was introduced into the patient's body. Once positioned at the target lesion, the device was inflated with 10 atm during which the balloon ruptured. No subsequent treatment was reported. The physician determined that there was no causal relationship to the device